Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient wants to know who installed their implant. The patient is having problems with it and needs to have it removed. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension, product ID 3587a, lot# l76255, implanted: (B)(6) 2000, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for peripheral causalgia. It was reported that the implantable neurostimulator (ins) stopped working back in 2008. The patient was not having any back problems and did not need the ins. The patient was having some back pain were the wires were located. The patient thought they were rubbing and grading their back which was causing some cramping and pain. This had started probably 6 months ago but was more so in the last 3-4 weeks. The patient had called their health care provider (hcp) about getting it removed because they did not need the device and because of the cramping and pain. No further complications were reported.